Event description:
Reference number (B)(4). Event country the united states. It was reported that the patient replaced 2 infusions set and says it is possibly the fatty tissues it is being inserted and experienced hyperglycemia 243mg/dl value and was treated with correction bolus via pump on (B)(6) 2026. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.